Manufacturer narrative:
Device 2 of 2. E1: complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Batch record review: lot 2l01388 was manufactured on 11/21/2022, in bodolay, with a total of (B)(4) market units. The complaint investigator performed a batch record review on 03/17/2024, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1704768 and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Photograph, video and/or physical sample evaluation: photo related to the reported problem is available for evaluation. Investigation summary: root cause identified: as a result of the investigation, in which the multidisciplinary team performed a 5why exercise to identify the root causes related with this defect, it was identified the following: -an evaluation was carried out during the sealing and packaging process in bodolay line and it was observed when the dressing are out of the center of packaging material, get in contact with sealing area, the plates get dirty, hindering the heat transference of the current pieces sealing and the following cycles causing incomplete sealing. -current vision system scope it can identify the following defects, loss dressing, trapped in the seal, empty blister, double dressing, cut dressing, red tape. The opportunity is related to upgrade the current vision system to ensure the capture of channel and open seal during manufacturing production. The investigation associated with related event has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The distributor reported that dressings were found with an open seal. The product was not used. A photograph depicting the issue was received from the complainant.